Event description:
The customer reported a speaker malfunction and no audible alarms. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction and stated that the audible alarming was not working. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.